Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and oversensing which resulted in pacing inhibition. The patient experienced less than two seconds of asystole. In addition, high out of range pacing impedances were over-served, measuring greater than 2000 ohms. The rv lead was explanted and replaced, and the device remains in service. No additional adverse patient effects were reported.